Event description:
N/a

Manufacturer narrative:
A getinge field service (fse) evaluated the unit for the reported malfunction.the gas leak issue was not able to be duplicated. The fse completed full calibration, functional testing, and safety check to factory specifications. The fse then returned the unit to the customer and cleared for customer use.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had gas leak. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.